Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. The 3.50x23mm xience prox referenced is being filed under a separate medwatch MFR number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Additionally, the treatment appears to be related to the operational context of the procedure. It should be noted that the xience pro x everolimus eluting coronary stent system electronic instructions for use states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified right coronary artery that showed thrombus. A 3.5 x 23 mm xience prox was deployed in the proximal section of the lesion without issue. A 3.5 x 18 mm xience prox stent was being advanced through the previously placed stent when the stent dislodged from the balloon. There was no resistance felt. The stent was ultimately stented against the vessel wall with a 3.5 x 23 mm xience prox stent in the target lesion in a bail out condition. There was a clinically significant delay in the procedure. No additional information was provided.